Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affectedtelemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections including replacing the wireless transceiver's power supply. System was safety tested to factory's specifications.